Event description:
During a coronary artery bypass graft procedure, the device locked out. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Cracked blade. Eval summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade. It was confirmed that the device was non-functional. An solid tone was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, , minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."